Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. D4: batch # 994a87. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no apparent damage and with a gst45b reload present. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 994a87, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/31/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished ec45a, with lot/batch number x9673v, and no non-conformances were identified. Manufacturing date: 11/06/2022. Expiration date: 10/31/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk surgery, after fired, noted some staples malformed with irregular shape. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.